Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump got hardware low level failures. The customer¿s blood glucose level was 7,5 mmol/l. Troubleshooting was not performed for hardware low level failures but the customer stated that the self test did not pass. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with operating currents within specifications. The insulin pump passed functional testing including the self test, rewind, prime test, seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test. However, pump error 63 was confirmed in pump history due to broken trace at the keypad assembly.